Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair was noted for the last 12 months. No event history log provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed upstream occlusion alarm. Per reporter, the alarm was silenced, the patient confirmed tubing was free from any occlusion and confirmed that the medication bag was fully spiked. The reporter noted that they were unable to review settings as the keypad was locked so to power off device, they instructed to remove batteries and tubing clamped. The cassette was removed, and tubing massaged. Air bubbles were present in the cassette tubing. The cassette was tapped on hard surface and reattached. The device alarm returned upon start up. The device was then turned off by removing batteries, tubing clamped, and the patient will contact the clinic to report event and obtain further instructions. This event occurred at patient's home and was operated by a health professional. There was patient involvement.